Event description:
It was reported by the rep that the device was used during a laparoscopic heller myotomy. It was reported the surgeon loaded the suture assistant and upon loading the shaft of the device, it would not easily slip over the reload. It snapped over the reload. The suture assistant was introduced into the abdominal cavity and the needle was passed through the tissue. After the surgeon passed the needle through the loop and tightened down the suture, the device was fired. Instead of the normal ratcheting type clicking, the surgeon heard a large snap as he fired the knot. The device did not throw the knot and the surgeon was left with a frayed suture and the needle still in the tissue. The surgeon kept using the same device throughout the procedure and had the same thing occur two to three more times; the rest of the firings went well, including the one that the rep observed.